Event description:
It was reported that an ilet user experienced hyperglycemia after discovering an insulin cartridge leak during a supply change, with a highest reported blood glucose of 340 mg/dl, trended down to 273 mg/dl at the time of call. Follow up with the user also recorded the lowest blood glucose of 62 mg/dl treated with sugar. The user does not reuse supplies and reports correct cartridge installation, and the affected components were identified as the cartridge and adapter. Investigation included user communication and interviews and analysis of information provided by the user. Investigation of this case revealed a leak associated with the reservoir component, consistent with a leakage or seal issue and traced to a component failure. Symptoms included irritability along with achiness, thirst, muscle aches, and signs of dehydration associated with hyperglycemia. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was appropriate term or code not available.